Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms and non-capture in bipolar configuration. Troubleshooting was performed and there was no rv noise, and all lead measurements were within normal limits. No actions were planned or performed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that there was noise on the rv channel, but the patient had an underlying rhythm. An rv lead fracture was confirmed via fluoroscopy at the subclavian site. The patient¿s non-boston scientific left ventricular (lv) lead exhibited increased impedance measurements and loss of capture, and was also confirmed to be fractured. The impedances had increased but were not out of range. The lv pacing vector was changed, and the lv outputs were increased. Troubleshooting options were discussed. A surgical revision was performed and this device remains in service with a new rv and lv lead. No adverse patient effects were reported.